Manufacturer narrative:
Additional information: b5, g3, h6 remove rfr: connectivity issue add fdp: c21097. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the plus shaver had a detection issue as they opened a wrong scope. They had a mini scope instead of a plus scope which was not compatible with the plus shaver. The patient was already placed under anesthesia and the procedure was cancelled because there was no plus scope available. The procedure was rescheduled on a later date.

Event description:
It was reported that during a procedure, the procedure was aborted due to a detection issue, specifically that the device was not detected but was present. It was noted that a plus scope was not available, and only a plus blade, which fits the plus scope and not a mini scope, was on hand. No symptoms, complications, adverse events, injuries, or extension of hospitalization were reported.

Manufacturer narrative:
D10 concomitant product: unknown - truclear, unknown truclear device (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.